Manufacturer narrative:
This report was initially received on 03/19/2015. The device was not received back for physical investigation. The complaint was re-evaluated for reportability post investigation and, although no patient harm occurred in this reported incident and the device fulfilled its intended use, it was determined the incident is reportable based on the potential for serious injury. Specifically, if the sleeve retracts during the removal of the procedure sheath, the collagen is deployed at the arteriotomy site immediately. The imaging step for verification of disc location with respect to the arteriotomy cannot be performed as indicated by the IFU. If the disc is not against the intima when the sheath is removed and the sleeve retracts, there is a chance that collagen could deploy in part or fully in the vessel. Per the reported event, no patient harm was reported and the intended use was achieved.

Event description:
Following an interventional coronary procedure, a vascade 5f device was used for closure. The physician put the device in the sheath, pulled back on the actuator to open the disc. As he was also retracting. By the time the sheath had been removed the black sleeve was pulled back and the collagen was exposed. The key was never pushed down into the sleeve to unlock it. The disc was collapsed down into the sleeve to unlock it. The disc was collapsed, pulled back according to IFU to sheer the collagen off the wire and pressure applied. The collagen deployed successfully to achieve hemostasis. After hemostasis was achieved, an ultrasound was used to confirm blood flow and that ther was no collagen in the artery. No injury to patient.